Manufacturer narrative:
Review of applicable device history records did not identify any deviations or nonconformances that are likely to have caused or contributed to infection at the incision site. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6)2023, replacing an existing competitor system. When patient was seen in the clinic for activation on (B)(6)2023 there was no concerns and the activation went well. Patient reported receiving good pain relief from the nalu system, however the incision site developed an infection and did not respond as expected to antibiotic treatment. The full nalu system was explanted on (B)(6)2023 due to the infection of the surgical incision and failure to properly heal.